Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the surgeon was attempting to implant ar-8740-38h standard headless screw. After the surgeon drilled and profile drilled over a k-wire, the screw would not get flush. X-ray was taken to verify that it was not too long and it was confirmed that is was not. The surgeon went back to the screw and tried to screw it in more, and the ar-8737-38 driver tip snapped off in the screw. The surgeon was able to remove the broken piece and used another driver ar-8737-26 to try to complete the surgery and it also snapped off at the end of the driver tip. The surgeon was able to remove the broken piece from the screw. Another screw driver set was opened and the surgeon used a non-cannulated driver tip to advance the screw so that it was flush with the bone.